Event description:
It was reported that the wireless recharger (wr) would intermittently lose a connection from the ins. The patient did mention that the ins batteries were implanted "pretty deep." The patient stated that this issue had been going on for quite a while, but today they were really having trouble getting the wr to maintain a connection with the ins. The patient was not using the drape. During the call, the wr initially made a connection to the ins, but it would lose the connection within a few seconds. A few seconds later, the wr would make a connection with the ins again, but then the connection was lost shortly thereafter. The patient confirmed that the wr never moved while this happened. This pattern repeated several times, so agent had the patient reset the wr. Resetting the wr resolved the connectivity issue between the wr and ins, but the patient started getting the 'not found - recharger' error message. Agent had the patient restart the handset and reopen the recharger app, at which point they got the 'device not responding. Please contact your clinician for assistance. Service code: 1713' error message. Agent had the patient press 'ok' and the error message cleared. The patient confirmed that they could see the home screen of the recharger app, noting that their ins was charging (ins battery level was 50%). The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Section d10 references: product ID 37612, serial# (B)(6), implanted: (B)(6) 2017, product type implantable neurostimulator. Product ID wr9200, serial# (B)(6), product type recharger. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.